Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump communicated properly with test guardian link transmitter. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Pump received with serial number label fading. No damage on the belt clip rails noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 250 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer stated that the fill cannula was recorded in daily history. Customer sated they performed the self test and it passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.